Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign county - united kingdom. Review of the most recent repair record determined the hinge was missing, the swivel was loose, the control bar was out of position and the reciprocation arm and screws were worn. The hinge, reciprocation arm, swivel and screws were replaced and the position of the control bar was re-calibrated and resolved the reported issue. The sterilizable tray and 4 width plates were damaged and were returned damaged. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for repair, the event timing is unknown, there is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon investigation, there was a damaged width plate.